Manufacturer narrative:
No excessive no delivery alarms were noted during testing. The unit passed the self test along with the off no power, unexpected restart error, displacement, rewind, and basic occlusion tests. The operating currents were in specification. However, the unit was unable to prime during the prime/compromised force sensor system test due to slight moisture damage on the force sensor resistor. The following physical damage was noted: partially broken off reservoir tube lip, partially broken off battery tube threads, minor scratches on the lcd window, cracked lcd window, cracked casing at a display window corner, cracked reservoir tube window, cracked casing at a display window corner, cracked reservoir tube window, cracked reservoir tube, and stained end cap sticker.

Event description:
The customer reported via phone call that her insulin pump was dropped on the bathroom floor and there were cracks on the device; the cracks were around the reservoir area at the top of where the battery cap screws in. The patient's blood glucose at the time of incident is unknown. Additionally, the customer's insulin pump alarmed no delivery during a bolus attempt. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.